Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and compromised force sensor system during the prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The device was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and then motor error during bolus. Blood glucose 460 mg/dl; treated with manual injection. The drive support cap is recessed. The device was not exposed to a magnetic field or dropped. The customer was able to rewind. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.